Event description:
A pump malfunction was reported by customer. There was no reported impact on the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.